Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that among groups a, b, and c, the intensity of a and b sometimes changes on its own and causes some pain, so group c, which does not cause issues, is being used. The controller operation was guided and discovered that only group b had adaptivestim turned on, but since this feature was not used and there was no idea why it was on, so it was switched off. When tried to increase the intensity next, both a and b set values became unusable, so the desired intensity could not be raised and the pain wouldn't go away. The battery level is sufficient and that the output has already been temporarily reduced and the groups adjusted, but the issue has not been resolved, so consultation with the medical institution was advised. The issue was not resolved at the time of the report.